Event description:
It was reported to philips that the heartstart mrx defibrillator failed to deliver a shock during a code. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
The customer description of the event was further clarified. The customer reported that when they shocked the patient, they saw the patient give a muscular response to the shock. It wasn't until the customer returned to the station and looked at the event file that they realized it showed "shock aborted" messages. The customer did not use another device to treat the patient because they believed the device shocked appropriately at the time. There was no negative patient impact.